Manufacturer narrative:
Sample will not be returned for eval.

Event description:
It was reported by the clinician, the arrow intra-aortic balloon (iab) was implanted for 7 days. During the night, the ward staff noticed blood in the helium tube driveline and as a result, the pump was stopped. The iab was removed and replaced with a new one and the pump was also exchanged. The iab was disposed of and the hosp tech examined the pump and found the condensate bottle was filled with blood. Because of this event, the condition of the pt became worse and a ventricular assist device implantation date was moved ahead. A third party service organization will check and repair the pump.